Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). On june 1, 2021, mentor received confirmation that the date of implant was (B)(6) 2003, also, mentor became aware that the lot number was 257447, and serial number was (B)(4). No other updates are available at this time. If re-evaluation is needed and additional information is found, supplemental report will be submitted. Device evaluation summary: upon receipt by mentor, two devices were received without fluid. White foreign material was observed within the device and white and brown material on shell surface. A rent was observed on the posterior aspect measuring 0.4 cm. No other anomalies were discovered. Complaint was confirmed. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. Mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a (B)(6)-year-old female patient underwent unspecified breast surgery with a 225cc mentor siltex round moderate profile and experienced breast implant deflation on her left side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3542630; serial number (B)(4) on the left side, and with catalog number 3542630; serial number (B)(4) on the right side on (B)(6) 2017. On june 1, 2021, mentor received confirmation that the date of implant was (B)(6) 2003, also, mentor became aware that the lot number was 257447, and serial number was (B)(4).